Event description:
It was reported that the right ventricular (rv) lead had ended up in the left ventricle (lv) by way of a patent foramen ovale. The lead was explanted and replaced. During the replacement, the physician attempted to implant another lead, but felt that the lead was not flexible enough, and therefore did not make for easy septal placement. The lead was not used, and another lead was successfully implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned in segments and no anomalies were found. The defibrillation conductor was distorted, which is suspected to be due to the explant procedure. There was blood/body fluid in/on the outer overlay tubing and in/on the helix mechanism. The inner tubing was kinked/buckled. The outer overlay was melted. There were cosmetic depressions on the outer insulation near the connector. (B)(4) the full lead was returned and no anomalies were found. The helix was bent/distorted. There was blood/body fluids in/on the helix mechanism and sleevehead. The tip seal was observed to be out of position. There was implant damage.